Event description:
It was reported by a sales rep that the black outer plastic of the lea applicator sheared off in a patient during a procedure. The procedure was delayed to remove the pieces which were all were retrieved. Upon receipt of the device, a visual inspection confirmed that the black plastic covering of the lea had a small slit at the top edge of the black plastic enclosure. This may have occurred as a result of sharp surgical instruments coming in contact with the device during the procedure as it is unlikely that this could have went unnoticed during the manufacturing and packaging process. The tip of the lea was returned bent and well below the top edge of the plastic covering. It could not be determined whether or not this contributed to the shearing off or if it occurred as a the result of the shearing off. As a result of these findings,the root cause for this failure mode could not be confirmed and thus it cannot be concluded whether or not there is a product problem associated with this event. Corrective action was not taken since it cannot be confirmed whether the failure happened as a result of a manufacturing error or user mishandling of the product.

Manufacturer narrative:
(B)(4).